Manufacturer narrative:
Attempts to obtain additional information from the patient's physician were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific (formerly guidant) received information from the patient in response to a patient mailing. The patient stated that during a follow up ultrasound of their abdominal aortic aneurysm (aaa), it appeared as though the aaa was about to burst. The patient was not sure if it was the same spot from his previous surgery or a new area. He stated he will not be having surgery. To date, no further adverse patient effects were reported.